Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Although this product is not sold in the u.s., this event is being reported under regulation 21cfr part 803 as it involves a similar device to a PMA approved device sold in the u.s. Under # p070014.

Event description:
It was reported that the vascular stent was found to be fractured 12 months post placement in the sfa. The stent was found to be elongated +1.9 %. An ultrasound examination did not show any relevant stenosis. No intervention was required. There is no reported patient injury.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. On the basis of the evaluation of the provided images, it could be confirmed that the stent placed in the sfa was found to be fractured in the proximal third during a 12 months follow-up examination. The fracture was classified as multiple tine fractures. Potential contributing factors to the reported event have been evaluated. Previous investigations of similar complaints have been reviewed. An irregular stent placement may lead or contribute to a stent fracture. Also an inadvertent movement of the hand or incorrect holding of the delivery system during stent release, an insufficient pre- or post-dilation as well as highly calcified vessels, the patient's condition, or the vessel anatomy may result in an irregular stent placement. In this case, the lesion was pre and post-dilated and no difficulty occurred during stent release. On the basis of the information available and the images provided, a definite root cause for the reported event could not be determined. The IFU supplied with this device sufficiently describes the correct application of the device. Also the IFU indicates that stent fracture is a potential adverse event that may occur. The IFU states: "cases of fracture have been reported in clinical use of the lifestent solo vascular stent. Cases of stent fracture occurred in lesions that were moderate to severely calcified, proximal or distal to an area of stent overlap and in cases where stents experienced > 10 % elongation at deployment. Therefore, care should be taken when deploying the stent as manipulation of the delivery system may, in rare instances, lead to stent elongation and subsequent stent fracture. The long-term clinical implications of these stent fractures have not yet been established." The IFU states that pre-dilation of the lesion should be performed by using standard techniques and that post stent expansion with a pta catheter is recommended.

Event description:
It was reported that the vascular stent was found to be fractured 12 months post placement in the sfa. An ultrasound examination did not show any relevant stenosis. No intervention was required. There is no reported patient injury.